Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual eval. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. We will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2018, eus-hgs was performed (B)(4) was implanted with its end about 4cm in stomach. Gastric tube was also implanted on the (B)(6) within the same procedure to remove the duodenal stenosis. Good progress has been reported until the next day (B)(6) 2015. On (B)(6) 2015, CT scan revealed tht previously implanted niti-s stent fell into abdominal cavity. An open abdominal surgery was performed to remove it out of the abdominal cavity. Physician commented that stent migration might be attributed to this gastric tube interference. When niti-s stent was removed, it was dissected little by little. Removed stent did not retain its original form and so discarded by the hospital.